Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be torn. Evaluation revealed that the contrast, up, and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.